Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the balloon empties very often, and they find the catheter in the bed a few days after installation. There was no patient harm reported. Per customer, the head of the unit have done test with the catheter balloon and the balloon lost volume over time. After 1 week, the volume went from 10 ml to 3ml.

Manufacturer narrative:
The device history record (DHR) for lot number 2408922 was reviewed and no anomalies related to the reported issue were observed. Unopened and unused open representative samples were returned for evaluation, and a picture was provided for analysis. Upon visual and functional inspection, the reported issue was not observed. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.